Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that another coil was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that was stretched. The patient was undergoing a coil embolization procedure to treat an unruptured saccular left communicating artery aneurysm. The aneurysm max diameter was 6mm and the neck diameter was 5mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil an all accessory devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. The axium coil (model: apb-2-4-3d-es, lot: 224724974) was selected to fill. There was no friction or other difficult during testing or delivery, however, the coil was stretched. It was noted that the physician did not reposition the coil during the procedure. The coil was removed and replaced with another manufacturer's product to complete the procedure. There was no harm or injury to the patient. Additional information was received that there were no issues that resulted in the damage that was found. The procedure was completed by replacing the coil after it was taken out and the filling was completed. The coil was not implanted at the intended location.

Manufacturer narrative:
H3: the axium prime coil was returned within the introducer sheath. The axium implant coil pushwire was found to be kinked at ~6.4cm from proximal end. The axium prime coil was found to be stretched and damaged. The axium implant coil was unable to be pushed out for further analysis as it was found to be stuck within introducer sheath. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿coil deployed at incorrect location¿ was unable to be confirmed. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.